Event description:
Per the clinic, the patient experienced dizziness prior to initial activation of the implant. A CT scan performed on (B)(6) 2011, confirmed extra-cochlear placement of the electrode array. The device was explanted on (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).